Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin was leaking out of the reservoir while filling the reservoir. Customer stated the reservoir was used and the leak occurred from around the septum on top. Insulin was not visible inside the insulin pump. It was advised to monitor and call back if issue happens again. Blood glucose value is unknown. The reservoir would be replaced but not returned since the customer had discarded it.